Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three years and eight months later, computed tomography (CT) revealed the inferior vena cava filter. The exact cause of the patient¿s abdominal pain was not completely elucidated. Approximately seven months later, the patient reported the pain was sharp in nature, radiates across to front of abdomen. Subsequently one year later, computed tomography (CT) revealed one limb of filter was outside inferior vena cava. Therefore, the investigation is confirmed for perforation of the inferior vena cava. However, the investigation is inconclusive for filter limb detachment. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 06/2014).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts detached and retained in body. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.